Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 11 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a driveline site had cultured positive for klebsiella on (B)(6) 2013. The patient was placed on oral antibiotics. On (B)(6) 2016, the patient was admitted for a chronic driveline infection. An incision and drainage (I&d) procedure was performed on (B)(6) 2016. On (B)(6) 2016, the patient was started on IV antibiotics. The patient was discharged on (B)(6) 2016 on IV antibiotics. No further information was provided.